Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization following a reported ilet malfunction. Engineering troubleshooting confirmed repeated alert 38 motor stall conditions during supply change attempts, including failure of the motor rewind operation and repeated ¿unable to proceed¿ alerts despite multiple restart attempts and dry-run troubleshooting. The malfunction prevented successful completion of supply change procedures and resulted in replacement of the ilet. Following interruption of therapy, the user experienced hyperglycemia requiring treatment with insulin and IV fluids and was hospitalized overnight. Based on available information, the event was attributed to a device-related malfunction involving repeated motor stall conditions that prevented normal pump operation. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 18-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose levels reported as high as 401 mg/dl following a device malfunction. The user was treated with exogenous insulin and IV fluids and remained hospitalized from on (B)(6) 2026. The user recovered and resumed ilet therapy following receipt of a replacement device.